Manufacturer narrative:
(B)(4).

Event description:
The pt was implanted (B)(6) 2011. A couple of weeks after implant, the pt experienced a return of symptoms; a return of spasticity. An x-ray showed dislodgement of the catheter; it was completely wrapped to the back into the tissue in the back. The pt was taken to surgery (B)(6) 2011. The proximal segment of the catheter was replaced. The device system was used to deliver baclofen. Add'l info has been requested; a f/u report will be sent if add'l info becomes available.